Manufacturer narrative:
Continuation of medical devices: addrl1 ipg implanted: (B)(6) 2012.

Event description:
It was reported that the right ventricular (rv) lead was explanted and replaced due to high thresholds and no capture. The right atrial (ra) lead was explanted and replaced due to high thresholds. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.